Event description:
The doctor reported that implant was removed due to osseointegration failure, approximately 2 months from implant placement date. Bone type observed in the area was type 3. During the surgery, no findings were reported. Patient has since recovered.